Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer; the device has a detachment in the sheath assembly. In order to inspect for imaging core ic windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. No ic windup were found within the telescope section and the sheath section of the device. No other damages were observed. Impedance testing shows an electrical open at proximal wave form. The image testing was not able to be performed due the conditions of the device. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. There was no discernible defect seen on the distal section.

Event description:
Reportable based on device analysis completed on 10dec2019. It was reported that no image occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery with 12mm in length and 2.75mm vessel diameter. An opticross imaging catheter was selected for use in percutaneous coronary intervention. During the procedure, the catheter could not show the image. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a sheath detach.